Event description:
It was reported that there was a separation between the female connector (navy blue) and the main body (baby blue) of a minicap extended life pd transfer set. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.